Event description:
This lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6), 2016 that the lead exhibited high pacing threshold and an increase in the auto output at 4.6v. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).